Event description:
The pt experienced a diabetic seizure. Pt's friend (also reporter of incident) tested pt's blood glucose on the suspect device and obtained a reading of 347mg/dl. Friend then called the emergency medical technicians. Pt was taken to the hosp and pt's blood glucose tested at 40mg/dl on the hospital's device. Pt was given a dextrose IV. A lab result then came back at 70mg/dl. Pt's friend threw the test strips away.